Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018, via social media, that on (B)(6) 2018, a skin reaction occurred. The patient's mother reported that the patient was allergic to some aspect of the g5 system and experienced "anaphylaxis from the sensor insert." No additional information was provided, and the patient's mother was not identified from the post to be contacted for additional information.